Event description:
A (B)(6) female patient with paroxysmal atrial fibrillation had an 8/6mm amplatzer duct occluder (ado) implanted on (B)(6) 2012. The type a1 pda measured 11.5mm in length, 2.4mm at the pulmonary artery (pa) side, 6.0mm at the ampulla and 11.5mm at the aorta side based on aortography. The pda was also measured using a 18mm sizing balloon and ivus measurement tool for better understanding of the pda configuration. The smallest diameter at the pa side measured 3.8mm based on the balloon sizing. During the procedure, a guidewire failed to cross into the pda from the pa. A terumo radifocus guidewire introduced from the aorta into the pda using a 5fr pigtail catheter was snared by a 10mm snare catheter which was delivered via 6f venous guiding catheter mpa by pa approach. The ado was successfully implanted on the first attempt using a 6f amplatzer torqvue 180 delivery system (dtv180). Aortography was performed and no effusion was confirmed. The vital signs were stable when the patient was transferred into the ward with no reported complaints. About two hours after the procedure, the patient reported a feeling of sickness and chest discomfort and experienced a decrease in blood pressure. An echocardiogram detected a pericardial effusion. A pericardiocentesis was immediately performed and 400-420ml of bloody effusion was drained. Another echocardiogram and a CT confirmed no more pericardial effusion had accumulated so the drainage tube was removed and the ado was left implanted. The source of the bleeding could not be identified. The patient is reported to be in good condition. The right ventricle might have been damaged by catheter manipulation or the patient's advanced age and the treatment with anticoagulant could also have been the cause of the cardiac tamponade.

Manufacturer narrative:
St. Jude medical could not evaluate the dtv180 involved in this incident since it was not returned to us. During manufacturing, this delivery system lot underwent a series of inspections and tests to confirm proper function. A review of manufacturing documentation confirmed this delivery system lot successfully completed these tests. The cause for the reported event remains unknown.